Manufacturer narrative:
The customer¿s report of the silicone segment rupturing was confirmed. Upon visual inspection, it was noted that the silicone segment nearest to the upper fitment was ruptured. The retainer ring was still intact on the upper fitment. No functional or dimensional testing was performed because the pump segment was received already ruptured. The root cause of the silicone segment rupture near the upper fitment was not able to be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted with findings when the investigation is complete.

Event description:
The customer reported that the nurse in CT with the patient attempted to give a bolus of propofol and the pump segment ruptured. It is unknown whether the bolus was being given via a propofol infusion or by syringe below the pump, or whether the set or any distal connections or another set y'd in below the pump set was accessed for administering either the bolus or CT contrast. There is no report of any patient harm.